Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure for a gastric area with less than 7mm tissue thickness, the device was plugged into a generator with an energy delivery noted, but it was not sealing well after 5 minutes of good seals. An activation tone and end tone was heard, with a re-grasp alert/error that occurred. The jaws were clean every 10 minutes. Another device was successfully used with the same generator and the sealing had improved. There was no bleeding or injury to the patient.